Event description:
This patient had a port-a-cath inserted into the superior vena cava on 10/31/96 for venous access. On 09/24/97 the patient was referred to the special procedure department for removal of a separated section of the port-a-cath from the right lower lobe pulmonary artery. The right femoral vein was accessed by using a #7 french sheath. A #5 french red-s catheter was then advanced into the right atrium right ventricle pulmonary artery and into the right lower lobe pulmonary artery. Using a loop retrieval catheter the fragment was removed without incident. The patient was discharged the same day.